Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) however, a specific value was not provided. The cause of the elevated bg was unknown. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.